Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required and additional information was received on 02/27/2023 and 03/07/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, it was reported by the patient's parent that the patient experienced inaccurate cgm values which occurred one day after the sensor had been inserted in the abdomen. On (B)(6)2023 at around 1433, the patient was found on the floor passed out. The patient's mother called 911 and she was taken to the hospital by ambulance. Emergency medical service checked her bg which was 600 mg/dl, while the cgm read 187 mg/dl. The patient was stabilized in intensive care unit (ICU) with an insulin drip. Sometime after treatment, the bg was 143 mg/dl and the cgm was still showing 187 mg/dl. It was confirmed that the patient was in ICU for 3 days and 3 nights before being discharged. There was no additional documentation of further medical intervention. At the time of the follow up contact, the patient was feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c and b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. On (B)(6) 2023, the parents reported that the patient experienced inaccurate cgm values two days after the sensor was inserted in the abdomen. At around 1433, the patient was found on the floor passed out. The patient's mother called 911 and she was taken to the hospital by ambulance. Emergency medical service checked her bg which was 600 mg/dl while the cgm read 187 mg/dl. The patient was stabilized in intensive care unit (ICU). At another point during the event, the bg was 143 mg/dl and the cgm was 187 mg/dl. The reporter noted using an expired transmitter due to supply issues from the durable medical equipment distributor. There was no additional documentation of further medical intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c and b zone of the parkes error grid. No additional patient or event information is available.